Manufacturer narrative:
One 7207563 sterile biorci pla 9x35mm screw returned. Dimensional inspection confirms that this is a 9mm product. This implant has been used. The screw star hex head is good condition; no stripping is noted. Approximately 0.03mm of thread tip has been gouged off diagonally at the distal tip. This small piece was not returned. This condition indicates force or encounter with another device or instrument. The IFU says: ¿excessive force should not be placed on the delivery instrument¿ and ¿the starter must be utilized with the biorci screws to minimize screw breakage during insertion.¿ the physical condition indicates difficulty with proper insertion. No root cause related to the manufacturing of this device can be confirmed.

Manufacturer narrative:
(B)(4).

Event description:
During the procedure the screw broke while being tightened. It is unknown if there was a backup device available or if there were any delays. No patient injuries were reported.